Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly not deflated properly. It was further reported that the distal end of the balloon was bunched up on itself while trying to remove it from the patient. Reportedly, the pta balloon catheter was removed from the patient after several minutes. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was received with unknown sheath and a three way stop cock loaded onto the catheter shaft for evaluation. No other anomalies were noted. During microscopic and visual evaluation bunching in the distal end of balloon and material stretching in the catheter shaft was identified. In the functional testing, in house presto inflation device used and the balloon was inflated at 8 atm and balloon maintained pressure. After inflation the balloon was not fully deflated. No further testing was performed. As the catheter loaded with unknown sheath returned for evaluation. Upon microscopic and visual evaluation, the evidence of balloon bunching and material stretching in the catheter shaft on the returned device was noted. Therefore, the investigation is confirmed for the reported difficult to remove issue and material deformation. From the functional testing the balloon deflation issue was confirmed as the balloon was not fully deflated. Hence, the investigation is confirmed reported for deflation issue. A definitive root cause for the reported difficult to remove, deflation issue, balloon bunching issue and identified stretching in the catheter shaft could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2026), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly not deflated properly. It was further reported that the distal end of the balloon was bunched up on itself while trying to remove it from the patient. Reportedly, the pta balloon catheter was removed from the patient after several minutes. There was no reported patient injury.